Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged and the patient had phrenic nerve stimulation while the physician was removing the right ventricular (rv) lead to implant a new system. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.